Event description:
It was reported that the lead implant was attempted and the lead was not used because of a problem with the helix mechanism. A different lead was implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned and analyzed. The helix will not extend or retract because it is over retracted and the distorted coil in the connector. Distal conductor distorted. Blood in/on helix/lobe mechanism (sleeve head).